Event description:
Rn reported multiple transfer sets with a broken clamp. Noted during use. Pts noted broken clamp when closing transfer sets after apd therapy. The transfer sets were approx 4 months old. The pts received a transfer set change. No pt injury or medical intervention was reported per rn.